Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 79" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.